Event description:
The death event was reviewed on (B)(4) 2012, and with the available information has been determined to be possible sudep. The only known factors are that the patient had epilepsy and died. As such, sudep cannot be ruled out as a cause of death. Programming history was reviewed on (B)(4) 2012. No diagnostic history was available. No anomalies were observed.

Event description:
It was reported on (B)(6) 2012 that the patient passed away. The initially reporter was not able to provide any additional information at that time. A search of the social security index revealed that the date of death was (B)(6) 2010. Attempts for additional information and product return have been unsuccessful to date.

Event description:
Follow up with the funeral home's director found that the patient was cremated and the device was not removed at the time. The director stated that typically explanted devices are destroyed after being removed. Attempts for a death certificate were unsuccessful as the state will not provide the information to the manufacturer. Additionally, attempts for information from the treating neurologist have remained unsuccessful to date.

Event description:
Additional information was received from the treating physician indicating that the patient's death was due to cerebellar degenerative disorder and was not believed to be related to vns. Additionally, it was indicated that the generator had previously been disabled.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died from causes of atherosclerotic heart disease, essential (primary) hypertension, and cardiac arrhythmia, unspecified. There is no allegation or other information indicating that the death is related to vns.